Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the "sphb value was not consistent and the figure continues to be disconnected." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. Visual inspection found no physical damage. The sensor failed continuity tests due to a short in the emitter diode. An error message displayed on the lab monitor and the sensor led did not illuminate. The sensor was malfunctioning.

Event description:
The customer reported that the the "sphb value was not consistent and the figure continues to be disconnected." No consequences or impact to patient were reported.